Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed due to electrical component failure. Based on the results of the investigation, it is likely the following led to the malfunction: expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the bronchovideoscope loses the image. The issue was discovered during inspection for use for an unspecified procedure. There was no patient harm reported.